Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that he was not sure if there was a power on reset message since the event happened so long ago. To his recollection, there was not, and the patient was recharging normally with the recharger plugged in. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other patient who were implanted with implantable neurostimulators. It was reported that the implantable neurostimulator ¿woke up in the middle of the night¿ and came on full strength. The patient couldn¿t turn the implantable neurostimulator off. She went to the hospital in an ambulance and airlifted to another city so the patient was in ¿full malfunction¿ with that for 9 hours. She was like a ¿full lightning rod¿ because stimulation was at full strength. The patient had been told that there is a software issue with the model from (B)(6) of 2013 because over (B)(6) other patients reported similar malfunctions. There were no further complications reported.